Event description:
It was reported a patient experienced a break in aseptic technique, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not clean the area before starting pd therapy. The patient was not hospitalized for the event, but was treated with injection cefazolin (1gm, route and frequency not reported) and ceftazidime (1gm, route and frequency not reported). The patient was recovering from the event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique, further described as the patient did not clean the area before starting pd therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.